Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During evaluation, the reported problem of 'upstream occlusion' was not reproduced. A review of the event history log (ehl) revealed multiple occurrences of "upstream occlusion!" Alarms however, it cannot be determined if the alarms are true or false through the history log review. The reported condition was verified. The cause of the condition was determined to be an out of range ultrasonic sensor calibration. The ultrasonic sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.